Event description:
The customer reported that, during pt use, the compressor on 840 ventilator became inoperative. The pt was taken off the device and switched to another ventilator. No harm or injury to the pt reported. The covidien technical support engineer (tse) troubleshoot the issue with the customer over the phone. The customer was advised to engage the breaker and the compressor started running. Further instruction included to verify running current and run the unit on compressor to further troubleshoot. Customer notified covidien that the compressor was running and did not duplicate the initial malfunction. Customer was to run extended self testing (est). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).